Event description:
It was reported the hp052 was used during a laparoscopic nissen fundoplication. It was reported by the rep that testing the (1) hp052 with the lcsc5 gave a solid tone and same occurred with testing tip. Opened another device to complete the case. There was no consequence to patient.